Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right upper pulmonary lobectomy by lateral posterior thoracotomy, the surgeon was unable to staple because the handle was blocked. The green button was pressed but the handle could not be squeezed. Another stapler was taken out to complete the case. There was no patient injury.